Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a right middle cerebral artery thrombotic stroke on (B)(6) 2015 requiring a thrombectomy. It was believed to be an embolic event from the pump. The patient's lactate dehydrogenase (ldh) was 662 u/l and her international normalized ratio was 2.3. She was subsequently discharged on (B)(6) 2015 to the inpatient rehabilitation unit with left sided hemiparesis and left sided neglect. She was readmitted to a critical care unit on (B)(6) 2015 with shortness of breath and heart failure symptoms and found to have a significantly elevated ldh of 2838 u/l. It was determined that her symptoms were from pump thrombus. That same day she suffered another thrombolytic stroke to the middle cerebral artery and required another thrombectomy. On (B)(6) 2015 she developed abrupt hemodynamic decline and severe shock refractory to high dose vasopressor support. An echocardiogram revealed no gross signs of a reversible process and confirmed severe biventricular dysfunction. It was determined that she was not a candidate for extracorporeal membrane oxygenation or temporary mechanical circulatory support given her neurological condition and other unspecified comorbidities. The patient's family elected to withdraw care and the patient expired. An autopsy was not performed. An intermacs report was received, which indicated "pump thrombus - with insufficient lvad support and cardiogenic shock with evidence of msof. Heparin with ptt goals 50-60 at this time titrate inotropes to maximize co / ci / perfusion. Goal map 65-70".

Manufacturer narrative:
(B)(4). The attached user facility report #(B)(4) was received from the intermacs registry. The device was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.